Event description:
It was reported that a syringe got stuck in the fill port of a bolus infusor. This occurred while filling the device. The reporter stated that the tip of the syringe got stuck and broke off when the syringe was turned to lock into the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified the tip of a filling syringe that had been broken off into the fill port. Functional testing revealed no evidence of physical defect or abnormality that could have contributed to breaking the syringe tip. Initial evaluation could not confirm a device defect. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.